Manufacturer narrative:
(B)(4).

Event description:
It was reported over a month later that the ins and "wire" haven't been explanted due to the patient's situation. The patient's fever has been brought down, temperature was becoming normal. The patient was still in a coma, anti-infective therapy was still continued. There was no plan to implant a new device. The patient was still living in the ICU.

Manufacturer narrative:
Concomitant medical products: product ID 3387, product type: lead. Product ID 3387, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of lead one (lot # unknown) found no significant anomaly. The body of the lead was cut through and the product was segmented. The suture was attached at 7.9 cm from the distal end. Analysis of lead two (lot # unknown) found no significant anomaly. The body of the lead was cut through and the product was segmented. The suture was attached at 8.3 cm from the distal end.

Event description:
A manufacturing representative reported the patient had a high fever and was in a coma for days after implant on (B)(6) 2015. The reason was unknown. The patient's health care provider (hcp) suspected intracranial infection, but it could not be confirmed. The hcp was not able to confirm if the event was related to the patient's device or therapy. The patient's indication for use is dystonia. On the following day, the manufacturing representative reported the patient had an intracranial infection of staphylococcus aureus. The infection site was at the incision around the leads. Antibiotic therapy was started and the leads were explanted. The implantable neurostimulator (ins) and extensions were not explanted. Two days later the patient's fever had not gone down and the patient was now hospitalized.